Event description:
The customer observed falsely decreased results for multiple assays generated on architect c8000 processing module for multiple patients. The one result example provided were: initial sodium=103 mmol/l /repeated on another analyzer=140 mmol/l, laboratory reference range for sodium=136 to 145 mmol/l, there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected and performed multiple troubleshooting procedures including part replacement the tbg, ict valve nc-ict module (rohs) (7-93269-01) and cup, ict-ref with probes, rohs (7-93508-02) which resolved the issue.a review of the architect c8000 processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of complaint and trending data for the architect c8000 processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the tbg, ict valve nc-ict module (rohs) and cup, ict-ref with probes, rohs did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect c8000 system service and support manual provides instruction for the removal, replacement, and verification of the tbg, ict valve nc-ict module (rohs) and cup, ict-ref with probes, rohs. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for the architect c8000, serial number (B)(6), or tbg, ict valve nc-ict module (rohs) and cup, ict-ref with probes, rohs.

Event description:
The customer observed falsely decreased results for multiple assays generated on architect c8000 processing module for multiple patients. The one result example provided were: initial sodium=103 mmol/l /repeated on another analyzer=140 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l there was no reported impact to patient management.